Event description:
Complaint: (B)(4).

Manufacturer narrative:
The hcu 40 ice melting too fast. The device history review (DHR) of the hcu40 (material: 70104.4054, serial: (B)(6) for which a customer complaint was received, was reviewed on 2019-07-17. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. According to the service report#: (B)(4) dated on 2019-11-01 the field service technician (fst) found a foreign object stuck in the patient circuit mixing valve. The fst replaced the hcu 40 valve kit (material#: 701071778). All tests passed. The device is back in clinical use. Lce performed the investigation according to report#: (B)(4) on 2019-11-21: due to performed flow tests it is stated that the valve is defective. Due to the visuell investigation deposits in the valve were found. The valve do not close completely, it can happen that warm water flows into the tank and the desired amount of ice cannot be built. The deposits in the valve could most likely have led to the leakage of the valve. Thus the reported failure "ran out of ice for cooling" could be confirmed. The reported failure 'ran out of ice' happened during treatment. The hcu 40 which was used, was responsible for this complaint. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The field service technician (fst) was on site. The fst replaced the patient circuit mixing valve. (B)(4). Reference exemption # e2018002.

Event description:
Hospital ran out of ice for cleaning in the patient tank before finishing a case. They used external ice to resolve the problem and finish the case. Complaint: (B)(4).